Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the mcl20 instrument clips would not deliver. Another instrument was used to complete the case. There was no pt consequence.